Manufacturer narrative:
(B)(4). Concomitant medical products- exceed abt 3hl shell 44/56mm , item 124456, lot 3842951, therapy date - (B)(6) 2018, 36mm 12/14 tpr fem hd std , item 650-0888, lot 3907330, therapy date - (B)(6) 2018. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01040 and 3002806535-2018-01042.

Event description:
It was reported by the njr that a patient underwent an initial left hip arthroplasty and subsequently, a revision procedure was performed due to dislocation and subluxation.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Correction of UDI number: unique identifier (UDI) number: (B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the njr that a patient underwent an initial left hip arthroplasty and subsequently, a revision procedure was performed due to dislocation and subluxation.

Manufacturer narrative:
DHR review was unable to be performed as the lot number of the device involved in the event is unknown.